Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider of the clinical study reported the patient had an unpleasant shocking sensation from stimulation that was described as an unpleasant, uncomfortable, cooking sensation that just felt weird. There were no device deficiencies noted. The device was interrogated and no new issues were noted. The patient was reprogrammed as an intervention on (B)(6) 2016 and the event was considered resolved without sequelae. The etiology was noted to be due to programming/stimulation and related to the device or therapy and not related to the implant procedure. Patient indication for use is spinal pain.